Manufacturer narrative:
Product analysis the size indicated on the luer the balloon was in the post inflation state the device was connected to an in-house in deflator, the balloon could not hold pressure. A leak was confirmed on the proximal balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving in.pact admiral, a patient with a calcified lesion in the left superficial femoral artery and popliteal artery, both proximally and distally. The lesion exhibited a moderate degree of calcification, 85% stenosis, and measured 120 mm in length with a vessel diameter of 5 mm. During the procedure, the balloon would not fully inflate and inflation difficulties were encountered. The vessel was post-dilated using a 5mm x 120mm in.pact admiral device. The balloon was inflated using a non-medtronic inflation device with 50/50 contrast fluid. The instructions for use were followed without issue. The device was safely removed from the patient, and the procedure was completed using a new 5mm x 120mm in.pact admiral device. No health consequences or impact were reported for the patient. No patient complications have been reported as a result of this event. When the device was rerturned it was noted thatt here was a leak from the balloon.